Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, when introducing the clip applier, it was noted that the seal was damaged and there was an air/ gas leaked from the seal. A new device was opened to complete the procedure. There was no patient injury.